Manufacturer narrative:
An event of a "defective" valve which was implanted then explanted in the same procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 29mm epic valve was selected for implant. It was reported that the valve was "defective" and exchanged for a new 29mm epic valve. It was reported that the valve was implanted and then removed. Additional information was requested, however is not available.